Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's heel was burning and pain extends to the toes. It was also reported that the patient was experiencing discomfort and that the stimulation was causing the patient a headache. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the pain was not device related. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's heel was burning and pain extends to the toes. It was also reported that the patient was experiencing discomfort and that the stimulation was causing the patient a headache. The patient will undergo an explant procedure.